Event description:
Account indicated extension set was being used on an outpatient in computerized tomography (CT) scan with a power injector. The injector was attached at the distal port of the 2 port extension set and tubing clamped above port near connection to regular tubing. Tubing ruptured immediately upon injections half way between the distal port and the clamp. It was confirmed that there was no patient injury and the tubing was changed. Radioactive spill cleaned per protocol.